Event description:
The customer reported that while the iabp was in use on a pt, the iabp was running without a artificial pressure signal and the customer did not have a compatible transducer cable for cs300 iabp. The pt was not switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer decided not to have the repair performed. A supplemental medwatch will be submitted if more info becomes available. (B)(4).